Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged error 4 issue has been happening intermittently since she obtain the device. However, the patient is unable to recall the specific dates of these individual occurrence¿s. The patient manages her diabetes with oral medication, diet and/or exercise and denied making any change to her usual diabetes management routine as a result of the alleged product issue. She stated that she was unable to recall how much time passed before she allegedly developed symptoms of ¿headache and blurred vision¿ after the alleged product issue began. The patient denied that she received any treatment. At the time of troubleshooting, the customer care advocate (cca) confirmed that it was not the first time the product was in use. The test strips were stored correctly and had not expired. The patient was unable/unwilling to walk through a retest therefore the product issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began. Additionally, this complaint is being reported as a malfunction because the reported product issue was not resolved during troubleshooting.